Event description:
It was reported that a patient is experiencing positional shooting arm pain with flexion and extension after a two-level mobi-c procedure. A revision surgery was performed to remove the two mobi-c implants. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation. The product was not returned and no x-rays were provided. Device evaluation could not be completed. Potential cause. Root cause was unable to be determined. This event could possibly be attributed to unknown patient, operational or traumatic factors. DHR review. DHR unable to be reviewed as lot numbers are not known. Device use. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient is experiencing positional shooting arm pain with flexion and extension after a two-level mobi-c procedure. A revision surgery was performed to remove the two mobi-c implants and convert them to an acdf. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00095.

Event description:
It was reported that a patient is experiencing positional shooting arm pain with flexion and extension after a two-level mobi-c procedure. A revision surgery is planned but has not yet been scheduled. This is report one of two for this event.